Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that station clock was out of synchronized. A technical support specialist (tss) logged into the device backend using powershell and followed the knowledge article time is incorrect on console or station correct time manually. Verified the time zone was cst, checked server time, and found the device time was 7 minutes behind. The device time was updated to match the server time, and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tele medstation clock was out of sync. It was about 7 minutes behind real time, which prevented nurses from removing medications in a timely manner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.